Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause is: damage on objective lens, causing the screen to turn white with no image. However, the definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the screen turns white with no image. There was no patient involvement.